Manufacturer narrative:
(B)(4). Mfg. Site name - (B)(4) medical. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the sigmoid colon during a colonoscopy procedure performed on (B)(6), 2017. According to the complainant, during the procedure, the clip was able to grasp and lock onto the tissue but failed to release from the catheter. A snap of the jaws locking onto the capsule was noted. Reportedly, the catheter was cut and the device was then removed from the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to fine.

Manufacturer narrative:
MFR site - (B)(4). Investigation results: a visual examination of the returned complaint device noted that the clip assembly was fully deployed, and was not returned with the device. A kink was noticed in the control wire near the handle, center and distal end of the device. It was also noted that the control wire was removed from the coil and the coil was cut approximately 13 cm of the handle; the proximal end was not returned. Based on the evaluation of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the sigmoid colon during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was able to grasp and lock onto the tissue but failed to release from the catheter. A snap of the jaws locking onto the capsule was noted. Reportedly, the catheter was cut and the device was then removed from the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to fine.